Event description:
On 5/16/2023, it was reported by an arthrex employee via email that an ar-2324bcct biocomposite swivelock anchor was deformed during insertion. This was discovered during an arthroscopic ligament repair and stabilization of the ankle procedure on (B)(6) 2023. The case was completed using another ar-2324bcct biocomposite swivelock from a different lot number. Additional information received on 5/17/2023: the anchor deformed and eventually broke during insertion; all fragments were retrieved.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, the screw was stripped/damaged on threads and broken at the tip. It was returned attached to the device. The eyelet and suture were also returned with the device with no damage. The distal end of the driver's outer sleeve was broken. Functional testing was not performed due to the damage to the device. Per dfu-0087-13 at revision 0. G. Precautions. 8. Self-punching pushlock and swivelock suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone. The most likely cause for the reported failure can be attributed to misalignment insertion of the device or prying/leveraging the device during insertion.